Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed functionality testing) was confirmed. A review of device download data confirmed that the monitor intermittently failed a pulse test. The cause for the pulse test failure was isolated to oxidation on inter-pca connector j1002. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor intermittently failed functionality testing.